Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8801075, lot #: 2403421, ubd: , UDI#: (B)(4). H3) the spheres 8801075 5/tray 12pk was returned to the manufacturer for evaluation. The reflective surface of the returned spheres have a slightly uneven appearance. When attached to a known good probe, an elevated geometry error was displayed, but still in the acceptable range. The probe had normal tracking. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the passive marker did not respond to the optical camera. The site changed to another serial number to complete the procedure. There was no patient involvement.